Manufacturer narrative:
(B)(4). We received one used, quarter filled easy pump ii lt 100-56-s without packaging. The received sample was taken to a visual inspection. We detected a crack at the filling port (lli-cone). The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). A functional test and a leak test were carried out. After waiting for a while, the pump did not work (solution was not running). The pump was squeezed by hand and the functional test and the leak test was carried out again. Subsequently, the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A f/u report will be provided after their statement is available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the pump has not infused.

Manufacturer narrative:
(B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection. Define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, no clamp clip is observed at the pump and wing cap has been replaced with blue closing cone. Big top cap is opened, no discofix cap is observed. No solution/crystallized residue is detected at cap valve. However, observed a crack at filling port. Additionally, observed crystallized solution at filter housing and male luer lock. Blue closing cone is removed. Immediately observed flow of solution. No other deviation is observed at the pump. Analysis: bbm's investigation found the sample was not running (blocked) and when bmi tested the sample, solution was observed flowing presumably the passage was no longer blocked during the functional test. Hence, complaint is not judgable. Justification: complaint is not judgable.